Manufacturer narrative:
Corrected data d1: brand name.

Event description:
A treatment provider reported that a patient was treated to the upper abdomen area with coolsculpting using a petite, curve+ contour applicator on (B)(6) 2019. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen on (B)(6) 2020.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A treatment provider reported that a patient was treated to the upper abdomen area with coolsculpting using a petite, curve+ contour applicator on (B)(6) 2019. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen on (B)(6) 2020.